Manufacturer narrative:
Address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a black object was floating which "appeared to be a strand of hair" inside one (1) clearlink solution administration set. The event occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection using the naked eye revealed a hair inside the pouch. The reported condition was verified. The cause of the condition was due to improper handling during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.